Event description:
It has been reported to philips that the system would not power on. The system was not in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system boot up problem. Upon functional testing and review of log file, the fse found problem with the power supply of detector. The fuse broken by limited current of fuse when system boot up. The fse replaced the fuse of detector's power supply. After replacement of the fuse of detector's power supply, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.